Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during treatment of an unspecified lesion, the xience prime 3.0 x 28 mm stent could not cross the target lesion. During the attempt to cross, the proximal shaft of the xience prime stent delivery system (sds) separated at a point which was outside the patient anatomy. The xience prime was easily withdrawn from the anatomy. Another unspecified device was placed successfully. No adverse patient effects were reported. No additional information was provided.